Event description:
Pt with complaints of headache and bilateral leg pain for 3 weeks. During the procedure the angiojet catheter was used and tpa was directly injected into the clots that were obstructing the stents. The dissolving clots were suctioned out. A fragment of the plaque was noted, which dislodged embolized adjacent to the right groin sheath. The angiojet was used in the attempt to fragment and aspirate it but it dislodged to the right popliteal artery. So the decision was made to puncture the right superficial femoral artery antegrade with ultrasound guidance. The plaque was removed and there were no other intraprocedural complications. Subsequently the pt became hypotensive and became concomitantly tachycardic. The pt remained in critical condition, requiring multiple blood transfusions. The pt was not stable enough for surgical intervention.